Event description:
The device was received with no information.

Manufacturer narrative:
Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was returned partially cycled, with the jaws closed. The trigger was manipulated to return to the open position and the jaws open and released one malformed clip (pear shaped). The instrument was functionally evaluated and fed and formed the remaining 13 clips as intended; it then locked out a once the clips were fired but the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.